Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the tip measuring 62.8 cm was returned for analysis. External insulation abrasion was noted at 15.7 cm to 16.1 cm from the distal tip consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.